Manufacturer narrative:
The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of under infusion. Per report, will set it for an infusion and when it goes of that its done, there is still a lot of fluid in the bag. This occurred during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.